Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed alarm occurred while the device was in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. In the repair center, "check vent: alarm led failed" (diagnosis code 1105) was observed to occur. In addition, its occurrence log was found in the event log. Therefore, the power switch overlay was replaced, and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed alarm occurred while the device was in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. In the repair center, "check vent: alarm led failed" (diagnosis code 1105) was observed to occur. In addition, its occurrence log was found in the event log. Therefore, the power switch overlay was replaced, and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed.